Event description:
It was initially reported that the pt was scheduled for a generator replacement due to an unk reason. However, later through implant card it was reported that the patient had his generator and lead replaced. Pt's explanted products were disposed off therefore not available for analysis. Patient's programming history was reviewed and it was observed that the patient had high lead impedance since (B) (6) 2006, which was never reported. Follow-up with the treating physician's nurse indicated that the treating physician does not know anything about the patient. Only information he has is that the old generator was replaced due to being at eos. They haven't seen the pt since surgery. Good faith attempts to obtain additional info from the treating physician was unsuccessful.

Event description:
Additional information was received that the patient has a generator replacement on (B)(6) 2009. Review of additional programming history showed that the high impedance did not resolve with the generator replacement. The patient then had a full revision on (B)(6) 2009.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.